Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The covidien representative for china received a report that stated pt's tracheostomy tube leaked the night of (B)(4), 2010 and that the "leak was in the beginning part of wire inflatable marked with red". It was reported that the pt was re cannulated.